Event description:
The rptr did back to back blood glucose tests, one after the other, using different finger sticks and strips. Results were 70 and 124 mg/dl. Rptr did not have any symptoms. One follow up, rptr thought that it was not enough blood on the strip because the control test had passed. The lifescan rep reviewed qc procedures and discussed back to back testing with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8